Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient experienced a shocking sensation. It was unknown what led to this and unknown what diagnostics were performed. The device was removed due to the shocking, but it was unknown if the issue was resolved. No further complications were reported or anticipated.